Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital. The patient was stated to not be able to open their eyes and that they went into a "comatose state," on monday (B)(6) 2020. The caller was not sure if the patient had a stroke, so they were ordering a magnetic resonance imaging (MRI). No allegations made regarding device/therapy.